Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for investigation; the keypad flex and connector were without damage, defect or contamination. Investigation did not duplicate the complaint and the pump was determined to be without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.